Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose levels. However, the exact value was not provided. Reportedly, the basal rate was adjusted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.